Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported infusion sets have leaked insulin during use. She has discovered the issue by inspecting the infusion set following hyperglycemia. She is unsure if the leaks are due to a product or absorption issue. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.